Manufacturer narrative:
Samples were visually inspected and found to be conforming. A dimensional inspection for cannula od was performed and was found to be conforming. Functional fit test was performed with both samples and soft tip was able to be inserted into a lab supplied trocar. A review of the device history record traceable to the possible lot numbers indicates that the product was processed and released according to the product¿s acceptance criteria. The photo attached to the parent file was reviewed by the manufacturing site. Photo shows a package with reported lot number. Reported issue cannot be confirmed from photo. The returned unopened samples were found to be visually, dimensionally and functionally conforming, therefore the product complaint as described by the customer was not confirmed. However, since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. Because the actual complaint samples were not returned the exact root cause for this complaint is unknown, specific action with regards to this complaint cannot be taken. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that ophthalmic soft tips were not fitting into trocars. Patient and procedure were not reported. No patient harm was reported.